Event description:
The hospital reported that during a coronary artery bypass procedure, the heartstring ii proximal seal would not load properly. A replacement unit with another lot number was used to complete the procedure. There were no patient effects. The product was returned.

Manufacturer narrative:
Investigation summary: the device was returned to maquet cardiac surgery on (B)(6), 2010, for investigation. Visual inspection revealed that the delivery tube was returned separate from the loading device. The seal and the tension spring assembly were stuck inside the body of the loader. The green slide lock and the white plunger were not depressed on the delivery device. There was no evidence of blood on the device. Based upon the received condition of the device, the reported complaint "seal would not load properly" was confirmed. A lot history record review was completed for the returned product lot number. There was no non-conformance which could be attributed to this failure mode. Internal file number - (B)(4).